Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ and ¿foreign material on the scope connector of the connector section¿ were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. The cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. Additionally, it was determined that the endoscope was defective according to the inspection result as ¿s-connector has foreign objects¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual for gif-1200n chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions, reprocessing manual for gif-1200n chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿air/water supply is not in good condition¿ was confirmed. The following findings were also noted during device evaluation: due to clogging of nozzle, water supply volume does not meet specifications, due to clogging of nozzle, water removal ability does not meet specifications, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, scratches and dents found throughout the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope air/water supply is not in good condition. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out from the nozzle, and scope connector has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.